Event description:
It was reported that, a after a rt-plus modular tka surgery was performed on (B)(6) 2014 the, implanted total knee endoprosthesis developed a defect in the axis coupling, which showed significant limitations in function, with temporary loosening. This was treated via a revision surgery on (B)(6) 2024. Further details regarding this event were not reported.

Manufacturer narrative:
B5: describe event or problem, d1: brand name, d4: catalog #, lot #, expiration date, unique identifier (UDI) #, d6: if implanted, give date, d11: concomitant medical products and therapy dates, h4: device manufacture date

Manufacturer narrative:
Section h10: it was reported that, after a rt-plus modular total knee arthroplasty surgery was performed, the implanted prosthesis developed a defect in the axis coupling, which showed significant limitations in function, with temporary loosening. This was treated via a revision surgery. Further details regarding this event were not reported. The device used in treatment was not returned for investigation. A product evaluation was not possible. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The complaint history review for the complaint device revealed no additional complaints for the affected batch nor additional complaints for the same product number over the past 12 months with similar failure mode. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The instructions for use states loosening of implant not related to bone-ingrowth resulting from a knee arthroplasty. The reported significant limitations in function, temporary loosening, and subsequent revision may be consistent with the reported defect in the axis coupling. However, without the supporting clinical documents a clinical root cause of the reported events cannot be confirmed. The patient impact beyond the reported revision could not be determined. The performed investigation does not lead to an accurately determined cause. There is no evidence that the reported devices failed to meet manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to indicate factors which could have contributed to the reported event. There is no need for further actions. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received. Internal complaint reference number: (B)(4).

Event description:
It was reported that, a after a rt-plus modular tka on an unknown date the implanted total knee endoprosthesis developed a defect in the axis coupling, which showed significant limitations in function, with temporary loosening. This was treated via a revision surgery on (B)(6) 2024. Further details regarding this event were not reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).